Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Customer consumed carbohydrates to address bg. The customer alleged that the pump¿s bolus feature was not working appropriately and contributed to their bg level; however this could not be confirmed.